Manufacturer narrative:
External insulation abrasions were noted at 11.0-11.4cm and 19.1-19.4cm from the connector pin, consistent with lead friction to the ICD can. The etfe coating was intact at this location. External insulation abrasion was noted at 22.0-23.0cm from the connector pin, consistent with lead friction to the ICD can. The sensing conductor etfe coating was abraded at this location. This is consistent with the observation from the field of noise.

Manufacturer narrative:
(B)(4)

Event description:
It was reported the patient presented to the clinic for a follow-up. Device interrogation indicated several non sustained rv oversensing episodes due to noise. The noise was not reproducible in the clinic with provocation testing and pocket manipulation. Subsequently, surgical intervention was undertaken during which the physician noticed an insulation defect on the proximal end of the rv lead. The lead was explanted and replaced. Electrical measurements post surgery were normal. The patient's condition was stable before and after the procedure.